Event description:
As reported by end user hosp, the inflation device failed to register atm's above 3 atm's resulting in balloon rupture during use. The pt exeperienced ventricular fibrillation and was immediately defibrillated. Per f/u conversation with the hosp, the pt is now fine and has been discharged.